Manufacturer narrative:
The sample evaluation confirms the as reported condition. There was a hole noted in the tyvek lid; the hole was positioned under the (B)(4) product label. The product seal was noted to be intact with no voids in the seal. Davol was able to recreate the condition of the returned sample by placing a packaged perfix plug under a heat source. The heat created a similar melt hole in the tyvek lid while the label stock remained intact, as seen in the returned sample. It appears that the issue presented itself after being exposed to a heat source hot enough to melt the tyvek lid but not hot enough to cause any damage to the label affixed to the package. Based on the sample evaluation and the re-creation, it appears that at some point after being released from the manufacturing facility, following the application of the (B)(4) label, (applied to the package in (B)(4)) the unit came into contact with a heat source hot enough to cause the damage observed. However, at this time we are unable to definitively identify the source of the heat. Should additional information be obtained, a supplemental MDR will be submitted. To date there have no other reported complaints for this manufacturing lot of (B)(4) units released for distribution on 05/02/2014. A review of the manufacturing records was performed and found that the lot was manufactured to specification, with no anomalies noted. The instructions for use state, "this device is supplied sterile. Inspect the packaging to be sure it is intact and undamaged prior to use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It is reported that in preparation for an indirect inguinal hernia case using a bard perfix plug it was noticed that there was a hole in the packaging which was covered by the product label. The outer carton package was reported to have been completely sealed prior to noting the hole. There was no injury to the patient and another bard perfix plug was used to complete the procedure with no further issue.